Event description:
It was reported through the surgical outcome system that a shoulder arthroscopic revision surgery is required due to a loosening and complication of hardware. No additional information provided. Additional information requested. Additional information provided 7/9/21: date of the primary procedure was (B)(6) 2018. The patient has not had her revision surgery yet, though she was advised to.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a patient-specific event.